Event description:
Customer reported that when they went to set up the c-arm for a case, it would not power up. They tried other outlets and the system would do nothing when the power switch was pushed. The system had not been previously used that day and is currently down. Another c-arm was used. Since the system failed before put in use, there was not any patient involvement.

Manufacturer narrative:
Gehc surgery field service engineer replaced the power control pcb. The system now powers up properly. Reboot several times with no problems. Replaced the cracked power switch. Installed the fan noise reduction kit according to instructions to replace the worn and loud cooling fans. Tightened the power cord strain relief. Completed an operation verification and found everything operating properly.